Event description:
According to the reporter while closing the vaginal cuff, there were two handles that were not working correctly. The toggles would not move back and forth with the first device. Another handle was opened to resolve the first issue. However after taking the first bit of tissue, the needle fell off. The needle fell into the patient's cavity in between tissue and it was in a hard to reach spot where the surgeon had to dissect through tissue to retrieve the needle. A new device was opened to finish the procedure. There was tissue damage, but not permanent. Current patient status is alive with no injury. Surgical time was extended for greater than 30 minutes due to the product problem. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.